Event description:
The event is reported as: there was a pt issue of decreased ventilation while on the hme (1589). The pt did not experience a de-saturation of oxygen. The pt was on a ventilator while using the hudson 1619 adult circuit. No pt injury reported.

Manufacturer narrative:
It is unk, at the time of this report, if the device sample is available for eval.